Manufacturer narrative:
H.6. Investigation: investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. Retention samples were selected from bd inventory for evaluation/testing. All samples were visually inspected for the presence of edta additive, and all tubes were found to contain edta spray coating on the inner walls of the tube. Following visual inspection, all samples were tested for the amount of the edta additive and all samples were within specification requirements. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Investigation conclusion: based on evaluation of the retain samples, the customer¿s indicated failure mode with the incident lot was not observed as all samples met the required specifications. Root cause description: based on the investigation, a root cause could not be determined. The retain product was found to be in conformance and meet release specifications. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends. H3 other text : see h.10

Event description:
It was reported that 100 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced erroneous results and missing additive. The customer stated, "it was reported the tubes created strange clots that look like fibrin and are affecting results on gel card technology instrument nursing and lab draws (no issues with mixing) creating strange clots that look like fibrin but easily break apart. They are affecting results on gel card technology instrument, but results are normal when done on the bench."

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd vacutainer® k2 edta (k2e) 10.8mg blood collection tubes experienced erroneous results and missing additive. The customer stated, "it was reported the tubes created strange clots that look like fibrin and are affecting results on gel card technology instrument nursing and lab draws (no issues with mixing) creating strange clots that look like fibrin but easily break apart. They are affecting results on gel card technology instrument, but results are normal when done on the bench."